Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.9, re-test: 3.0, re-test: 2.6. All tests were done right one after the other. Tests were done on different fingers.

Manufacturer narrative:
Investigation pending.